Event description:
It was reported that an external fluid leak was observed from the filter of a prismaflex m150 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Facility name: the (B)(6) hospital of (B)(6) university. The actual device was not provided for evaluation, however photos and a video were provided. Visual inspection observed a leak from the dialysate port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.